Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead performed a mode switch even though the rate was not fast enough. The lead had undersensing that required reprogramming of sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.